Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10: medical products: allofit alloclassic shl 58/ll; catalog#: 4248; lot#: 2629152. Durasul, alpha insert, ll32; catalog#: 01.00013.412; lot#: 2627792. Metasul, head, xl, 32/+8, taper 12/14; catalog#: 193208; lot#: 2574055. Therapy date: (B)(6) 2021. Additional information was received on jun 10, 2021 and jun 23, 2021. Additional: a2, a4, b7, d10. Correction: b4, g3, g6, h2, h10. The manufacturer received x-rays and other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to osteolysis and wear. There was presence of abrasion granulomas with increased joint effusion. Osteolysis was observed around the joint socket. Insufficiency of hip abductors with partial rupture of the hip gluteal tendon plate was also observed.

Manufacturer narrative:
Medwatch is not needed anymore, as it turned out that this device was not explanted. Therefore, this device is no listed as associated device. Please delete this medwatch from your system. This incident is treated in (B)(4).

Event description:
Medwatch is not needed anymore, as it turned out that this device was not explanted. Therefore, this device is no listed as associated device.

Manufacturer narrative:
Medical products: allofit cup hip impl win; catalog#: unknown; lot#: unknown durasul inlay hip impl win; catalog#: unknown; lot#: unknown metasul head hip impl win; catalog#: unknown; lot#: unknown therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to osteolysis and wear. There was presence of abrasion granulomas with increased joint effusion. Osteolysis was observed around the joint socket. Insufficiency of hip abductors with partial rupture of the hip gluteal tendon plate was also observed.